Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion located in the mid-left anterior descending coronary artery that was moderately calcified, moderately tortuous and 90% stenosed. The nc trek balloon catheter was advanced to the lesion and during use ruptured at 12 atmospheres. A non-abbott balloon was then used to successfully complete the procedure. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.